Manufacturer narrative:
The investigation confirmed the failure modes as reported both the handle and the locking catch were broken. With regard to the handle failure; previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. With regard to the locking catch failure; previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal black plastic handle on the offset cup impactor broke while the surgeon was impacting the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.